Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro and after the procedure, the doctor noticed some charring above the electrode. It was noticed between tip electrode and electrode two (2), at the plastic ring separating the electrodes. The system did not present any error messages. There were no issues related to temperature and flow on the catheter. The patient was anticoagulated. The activated clotting time (act) was above 300 and maintained throughout the case. The physician considered the char as excessive and estimates the risk to be increased. Heparinized normal saline was used. The patient had no complications and no adverse consequence.

Manufacturer narrative:
The device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device number lot 31448454l, and no internal action related to the complaint was found during the review. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device was returned for investigation on 02-apr-2025. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro and after the procedure, the doctor noticed some charring above the electrode. It was noticed between tip electrode and electrode two (2), at the plastic ring separating the electrodes. The system did not present any error messages. There were no issues related to temperature and flow on the catheter. The patient was anticoagulated. The activated clotting time (act) was above 300 and maintained throughout the case. The physician considered the char as excessive and estimates the risk to be increased. Heparinized normal saline was used. The patient had no complications and no adverse consequence. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection, temperature and impedance, and irrigation tests of the returned device were performed in accordance with j&j medtech procedures. Visual analysis of the returned device revealed that no damage or anomalies were observed on the device. Temperature and impedance test was performed, and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31448454l and no internal action related to the complaint was found during the review. The char issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).